Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed a pinhole at the markerband. There was contrast and blood in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.